Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that the pump was implanted on (B)(6) 2018. It was reported that the contributing factors that lead the event were that the tunneling was not taken off from the inventory because it was going to be re-sterilized by the hospital. When the manufacturer representative took the tunneling for the surgery, they did not "realise" it was expired.

Manufacturer narrative:
Concomitant medical products: product ID: 8583, lot# 0210859516, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and daily dose via an implantable pump for an unknown indication for use. It was reported that the tunneling tool that was used in the surgery was expired in (B)(6) 2018. It was reported that "we known de date" after surgery when the tunneling was thrown away. It was reported that there were no patient symptoms or complication associated with this event. The patient status at the time of this report was a alive - no injury.  There were no reported complications.